Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately seven years and one month post deployment, a computed tomography of abdomen and pelvis showed that inferior vena cava filter was noted within the infra renal inferior vena cava. There was no evidence for strut fracture. A perforation of all of the six struts external to the inferior vena cava wall in a circumferential fashion for a distance of 3-4 mm each. There was no sign of anterior posterior tilt of the filter and no sign of right left tilt. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is unconfirmed for filter tilt as the medical records state "there was no sign of anterior posterior tilt of the filter and no sign of right left tilt". Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 10/2013.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to low hemoglobin. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava and six prongs perforated through inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.